Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: discectomy it was reported that, intra-op, the product was broken at the mouth. No fragments of the product remained in the patient. The product came in contact with the patient. Patient complications were reported as unknown.